Event description:
The handpiece gave error 3 during the procedure. The handpiece was tested with a test tip and the error still occurred. Another handpiece was used to complete the case with no pt consequence.